Event description:
It was reported that the ht70 ventilator touch screen was unresponsive. There was no patient involvement at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
One ht70 ventilator was received and the customer reported condition was confirmed. The upper left corner of the touchscreen was found to be unresponsive. The liquid crystal display assembly was replaced.